Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fell while cutting tissue. The surgeon believes it was due to an issue with the instrument. There was no functionality issue noticed during the procure prior to the breakage. The instrument did not collide with any other instrument or hard materials. The fragment was retrieved with a pickup and confirmed by examination. Looking for the fragment was the cause of the delay. The procedure was completed robotically. No x-ray or other post-operative test was performed. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.403" x 0.080" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history did not show any additional complaints related to this product and/or this event. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. A review of an image of the instrument, provided by the customer, shows a broken instrument blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. There was a delay of 4 hours reported.